Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed. The patient is asymptomatic but, dependent. During the procedure, the physician noted extrusion right above the suture sleeve. Further review of the image showed suspected lead to can abrasion. The lead was laser extracted and replaced. The patient was in stable condition after the procedure.